Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was not drawing in insulin. Customer reported that the cannula may have been bent. Customer also reported that he could not get the plunger to move in the reservoir. Blood glucose level at the time of the incident was 95 mg/dl. The customer was advised that the reservoirs would be replaced but did not return the products for analysis.